Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 9 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2012. It was reported that the patient expired due to a driveline exit site infection leading to septic shock and multisystem organ failure. No additional information was provided.